Manufacturer narrative:
The handpiece was received at the MFR for service and eval. A condition of the device running on its own was found and then reported. Based on the investigation details, the likely cause was the magnet falling out of the trigger shaft causing the handpiece to run-on. The trigger shaft, trigger pin and magnet in addition to other components were replaced.

Event description:
The handpiece was returned to the MFR for preventative maintenance. During the repair, it was reported that the handpiece ran on its own. There was no pt involvement and no adverse consequences associated with this event.